Event description:
Mallinckrodt, nellcor n-395 pulse oximeter and mallinckrodt score software. Attempted recording of patient oximeter data for last 48 hours, oximeter data reset prior to data collection by mallinckrodt score software. Date erased.